Event description:
Doctor was performing a hip arthroscopy on patient. As he inserted the arthrex scorpion needle, he noted that the tip had broken off of the needle. Needle removed, x-rays obtained with c-arm. Needle tip not visualized.